Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance and egms revealed noise. The patient had been in an accident a few months previous and it was suspected that the lead may have been damaged. The lead was capped and replaced.